Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had system performance failure. A field service engineer resolved the case via remote support service. An fse found that the remote support service update agent was not installed. The fse pushed the required package through remote support service, which resolved the issue and restored normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was stuck under blue screen. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.